Event description:
The customer called to report that they treated high bgs with manual injections. The customer stated that the luer lock in the pump is loose. Instructed the customer to disconnect from the pump and revert to manual injections.